Event description:
It was reported, the fowler (backrest) motor allegedly was not functioning to specifications which may be an indication of material wear on the brass bushing in the fowler motor drive tube that supports the fowler.

Manufacturer narrative:
Na